Event description:
The biomedical engineer reported to the MFR that the ventilator is alarming with the a01 error code. A01 - low/loss of inlet gas. There was no pt involvement.

Manufacturer narrative:
The ventilator is currently undergoing evaluation. A follow-up MDR will be submitted after completion of the evaluation.